Event description:
The customer reported that there were lines in the images. The customer did not provide information on the severity of the lines. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4) phone support was provided. The product was not returned for evaluation. (B)(4).